Event description:
Contact reported that one of the typhoon caps used in a spinal construct loosened on the distal screw. A revision procedure was performed to replace the cap. As surgical intervention occurred an MDR is being filed to document this event.